Event description:
It was reported that on (B)(6) 2022, the patient was readmitted for arrhythmia. The patient was monitored during the hospitalization and was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) (B)(4) and the reported arrhythmia could not be conclusively established through this evaluation. The patient was admitted to the hospital on (B)(6) 2022 for arrhythmia. The patient was monitored during hospitalization with no other specific treatment administered. The patient was discharged on (B)(6) 2022. A request for additional information regarding this event were submitted to the hospital; however, it was reported that the hospital declined to provide additional information. The patient remains ongoing (B)(4) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13-dec-2020. No further information was provided. The manufacturer is closing the file on this event.